Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple power error and did not receive a low battery alert prior to the replace battery alert. The blood glucose at the time of the incident was 231 mg/dl, current blood glucose was 336 mg/dl. The customer was assisted with troubleshooting and treated with insulin pump. The device will be returned for analysis.